Manufacturer narrative:
Di not available as the product serial number is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with non-sustained rv oversensing (nsrvo) episodes. Intermittent loss of capture was noted after biventricular pacing on the lead. Further evaluation on both the rv and lv leads, and programming changes were discussed.

Manufacturer narrative:
Correction: this supplemental report is to clarify the initial MDR . Intermittent loss of capture was erroneously submitted as the complaint; however the complaint was solely on oversensing on the ventricular system. Correction: (B)(4) was submitted on august 21, 2018. (B)(4).

Event description:
It was reported patient presented with oversensing issue with the ventricular system after non-sustained rv oversensing (nsrvo) episodes were noted. Further evaluation on both the rv and lv leads, and programming changes were discussed.

Event description:
New information received notes no programming changes were made. Threshold values were checked and noted normal. Patient was fine before and after post-clinic follow-up check.